Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was an area of in-stent restenosis of a non-boston scientific stent located in the moderately tortuous and moderately calcified left subclavian vein. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no complications reported and the patient was in good condition post-procedure.